Event description:
It was reported that air bubbles were observed in the lines of a cassette during use on the homechoice (hc) device. The caregiver (cg) stated that small air bubbles would float through the lines in the cassette during therapy. The cg stated they could not identify any issues with the cassette that would lead to the air. No patient injury or medical intervention were reported for this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.